Manufacturer narrative:
D1: brand name, d4: model#, d4: catalog#, d4: primary UDI number, d4: lot#, h8: usage of device, and h5: labeled for single use were updated. The physical device was not returned for investigation. Cloud data for the period on (B)(6) 2025 was downloaded and reviewed. Review of the cloud data found no evidence of issues with insulin delivery. The data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the pod correctly delivered the user's manual basal program. Multiple boluses were programmed and delivered during this period, with decreased in estimated glucose values seen after each bolus. No evidence of issues with the system were observed in the available cloud data.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 2.0.0 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Parent of patient reported an ongoing issue with heavily fluctuating blood glucose (bg) for several months. Patient was hospitalized due to blood glucose levels exceeding 400 mg/dl, which could not be corrected using the pod. Patient has a known tendency of ketoacidosis and experienced symptoms including abdominal discomfort, weakness and lethargy. During hospitalization, the pod was removed by the medical staff, and treatment included injection (unknown medication), insulin therapy, hydration and physical therapy. No additional prescriptions were noted. The patient was discharged after a 7-day hospital stay with normalized bg levels and no further complications reported. The pod was discarded.